Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient was confirmed to be recovered from the phrenic nerve palsy (pnp) prior to discharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the last ablation on the right superior pulmonary vein (rspv), the phrenic nerve motion was weak. Beat pacing and a double stop was conducted. The current status of the patient was unknown. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.